Event description:
It was observed that during the device evaluation, the flow insufflation unit exhibited malfunction of proportional valve causing air leakage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: air leakage occurred due to a malfunction of proportional valve. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.